Event description:
It was reported as a general comment that prostyle devices have many cuff misses and fail to engage with the anatomy. The physician feels that prostyle devices are weaker than the proglide devices. No additional information provided.

Manufacturer narrative:
Date of event will be estimated as (B)(6) 2022. The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.